Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was broken. The customer's blood glucose level was unknown at the time of the incident. There were no further details provided. There was no indication of troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.